Event description:
It was reported that during a da vinci si sigmoid colectomy procedure, the customer originally reported that a 'wire from the pulley came out'. Isi contacted the initial reporter to ask for clarification on the reported event. Per the customer's response, 'the wire was just derailed and coming out from the pulley' no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment was sticking out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was broken snaps damage. One of the four housing snap tabs and all one adjacent housing pins were found to be broken. The broken snap was returned with the instrument. The instrument's housing could be removed as a result of this damage. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.